Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that infusion set was leaking from site within two days of use. No further information was available.

Manufacturer narrative:
(B)(6).